Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple cartridge alarms occurred (cartridge alarm 19) with multiple cartridges during the load process. Blood glucose level was in the 300's (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.